Event description:
It was reported that the tip of a pair of rod introduction pliers broke during a scoliosis correction procedure of t4-t11 on (B)(6), 2015. The device was being used to reduce the rod into the screw when it broke. The pieces were retrieved and the procedure was completed successfully with another instrument. No surgical delay was noted. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Service and repair review/eval were performed: the following parts were replaced: tube, nut, collet, retaining collar, set screw dog point. No service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. The customer reported the tip broke off. This item was repaired, passed synthes final inspection and returned to the customer. Date returned to manufacturer reported on june 30, 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure was a scoliosis correction surgery of t4-t11.

Manufacturer narrative:
A service and repair evaluation was attempted: service history review: lot #6159827 no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 9-jun-2009. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the service history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.